Event description:
Caller states patient tested 4.6 inr on the coaguchek s system while a comparison lab returned as 3.3 inr. Patient's coumadin was held based on reported values. No adverse event reported. Requested return of suspect system and replacement was sent.